Event description:
Reporter alleged blood glucose measured 434 mg/dl at 5:06 pm back to back with a result of 196 mg/dl when testing was performed at 5:14 pm. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.